Event description:
A distributor reported that a customer¿s pump failed to recognize a new cartridge. The customer¿s blood glucose level was recorded at 128 mg/dl, which is within the normal range. No additional information was received regarding any corrective actions taken by the customer or technical support.